Event description:
Boston scientific received information that during a follow up visit, interrogation of this pacemaker revealed this pacemaker with model and serial number unknown was operating in atrial tachy response (atr) and mode switched to ddir pacing mode rather than as programmed dddr. The patient with this device has an underlying atrial fibrillation rhythm. Device longevity was one and one-half years at elective replacement near (ern) during the follow-up. The device was reprogrammed to vvi. Longevity remaining changed to four and one-half years. There was concern regarding this longevity change. Rate responsive pacing was programmed off. An internal technical service consultant was contacted regarding the longevity change. Ts could not determine the reason due to lack of information. Device data was requested. In addition, intensified follow-up was recommended as the device had reached ern. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and further monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.